Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that during the patient's permanent implant procedure, the patient was bleeding more than the physician wanted to. The procedure was aborted. No medical intervention was provided. The physician said that the patient needed to be off blood thinners longer before doing the procedure again. The patient was doing well postoperatively.